Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. There was no reported impact on the customer's blood glucose level. Technical support assisted by guiding the customer through removing the pump case and providing instructions on properly pressing the button, but the issue persisted. Consequently, technical support decided to replace the pump, and the customer agreed to use multiple daily injections as a backup therapy while the replacement was shipped.